Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved.

Event description:
Consumer reported complaint for high blood glucose test results. Customer stated that he had taken his metformin prior to call. Customer stated that he did not have any test strips. At the time of the call the customer stated that he had fainted prior to calling. Customer also reported symptoms of dizziness and headache. Customer had stated he was going to take tylenol. Customer stated that he would disconnect and seek medical attention. No further information was able to be obtained. On follow-up call on (B)(6) 2019, the customer stated he felt numbness in his arms and legs. Customer received medical treatment from emt; tested his blood glucose using their meter and had obtained a result of 363 mg/dl. Customer did not disclose if result was fasting or non-fasting. Customer was diagnosed with hyperglycemia and on call doctor prescribed him medications to lower his blood glucose. On follow-up call on (B)(6) 2019, the customer stated his condition improved but stated he had a slight headache. Customer stated that since the last call, he went to his doctor's office and had symptoms of dizziness. Blood glucose levels were tested and had obtained a result of 446 mg/dl fasting. Customer was diagnosed with hyperglycemia. Customer did not receive medical treatment but his glucose levels were monitored for an hour until levels dropped to 368 mg/dl. Customer was not prescribed any new medications. Customer tested with the meter and obtained a result of 230 mg/dl non-fasting. On follow-up call on (B)(6) 2019, the customer stated he currently had dry mouth symptoms due to his blood sugar. Customer stated that on (B)(6) 2019 he felt dehydrated and called his pa, who told customer to drink sugar free gatorade. It was not disclosed if the customer had performed any additional blood tests with the meter. When customer was contacted again on (B)(6) 2019 for lot number of test strips that doctor had provided, customer stated that he had a headache that was related to his diabetes. On follow-up call on (B)(6) 2019, customer states that his glucose levels were 496mg/dl fasting at his doctor's office and doctor called 911. Customer had symptoms of frequent urination and dizziness. Customer went to the ER and glucose results at the hospital were 496mg/dl fasting. IV fluids and insulin was administered. Customer states he was discharged when his glucose went down to 241mg/dl.

Manufacturer narrative:
Sections with additional information as of 26-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 26-mar-2020: h10: most likely underlying root cause changed from "most likely underlying root cause: mlc-18: user has high glucose value" to "mlc-28: there was not enough information to determine the mlurc".